Manufacturer narrative:
A ge rep contacted the customer by phone and assisted the customer in clearing the fault. System operates as intended.

Event description:
The customer reported the system is not saving all of the cine run. No pt injury was reported.